Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Lap chole - usual set up of ports. At end of procedure scrub nurse notices a black piece of material on the drape. Believed to be from the trocar and believed to be from the epigastric port. If so, instrument used in this port included, johanns, monopolar hook electrode, scissors, clip applier, introduction and removal of swab. Type of intervention - no intervention needed. Patient status - no patient injury.

Manufacturer narrative:
The event product was returned to applied medical for evaluation with an additional seal. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal. The shield, a plastic component of the seal, was noted to be missing a fragment. There was no damage observed on the additional seal that was returned. Based on the condition of the returned unit and description of the event, it is likely that the damage to the seal was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur.